Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology have not been reported. The physician stated that there may be a misaligned deployed thoracic stent graft. However, no further information has been received. The patient is fine and there has been no report of any intervention currently.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusions: from the information provided the cause of the misaligned deployment cannot be determined.